Event description:
During the colectomy, the device would not cut the washer. (Staple formation was ok.) Dr reanastomosed the tissue with like device. There were no pt consequences. The product is being returned.